Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 118 and 42mg/dl; customer was also concerned the result of 42mg/dl was low. The customer¿s expected am fasting blood glucose test result is 96mg/dl and expected pm fasting blood glucose test result range is 100-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer fasting and produced test results of 90mg/dl and 94mg/dl using true metrix meter; customer was satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/14/2022 and open vial date is 12/11/2021. The meter memory was reviewed for previous test result history (time not set): result 1: 90 mg/dl date: (B)(6) 2021 time: 12:24pm fasting am, result 2: 127 mg/dl date: (B)(6) 2021 time: 11:23pm fasting am, result 3: 172 mg/dl date: (B)(6) 2021 time: 11:22pm fasting am, result 4: 118 mg/dl date: (B)(6) 2021 time: 12:27pm fasting am, result 5: 42 mg/dl date: (B)(6) 2021 time: 12:27pm fasting am, result 6: 97 mg/dl date: (B)(6) 2021 time: 8:32pm fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 27-dec-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Manufacturer narrative:
Sections with additional information as of 08-feb-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.